Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
(B) (4). It was reported that following a coronary drug eluting stenting treatment procedure, a target vessel revascularization occurred. The index procedure treated the 80% stenosed, 3.0x15mm target lesion located in the distal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified balloon and the placement of a 3.0x20mm study stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B) (6) 2009, the patient presented with angina and underwent a positive stress test revealing a 75% stenosis in the ramus artery and a 90% stenosis in the proximal rca involving a small caliber marginal branch. Treatment for the ramus artery placed a 3.0x20mm taxus liberte stent deployed at 14 atm's resulting in 0% residual stenosis and timi 3 flow. The proximal rca was treated with placement of a 3.0x16mm taxus liberte stent deployed at 14 atm's and post dilated with a non bsc balloon inflated to 14 atm's resulting in 0% residual stenosis and timi 3 flow. The cath lab report noted a widely patent study stent that had been previously implanted in the distal rca. In (B) (6) 2010, due to a positive stress test, the patient underwent angiography revealing a 95% stenosis in the ramus artery. Treatment with an unspecified bare metal stent resulted in 0% residual stenosis. The patient was discharged the next day without residual effects.